Manufacturer narrative:
Product ID: 37602, serial# (B)(4), implanted: (B)(6) 2016, product type: implantable neurostimulator. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 3387s-40, lot# v217233, implanted: (B)(6) 2010, product type: lead.

Event description:
A healthcare provider (hcp) via the manufacturer representative (rep) reported that the patient had a suspected infection and was being managed "quite a while" with antibiotics. It was stated that they knew something was "low level" was going on but the patient was also experiencing a tethering on the extension with a fistula at the lead/extension connection. As a result the hcp decided to replace the extension if no infection was present, which was performed on (B)(6). However, it was found that an infection was present, so the entire right side system was removed. During the explant when the hcp got to the burr hole cover it was found that an old standard burr hole cap was used, and resistance was experienced when trying to remove it. It was suspected that it may be stuck in the bone, so the hcp cleared it away and thought it might be scarred into the dura, so they cleared that away as well and then tugged with everything coming out except the 0 contact. A CT scan performed confirmed that the tip is still in the vim and there were some strangling wires left hanging there as well. It was speculated that there was a possibility of a scar track in the brain or even something else going on but generally there is nothing in the brain that the lead should get hung up on. There are no plans to pursue removing the partial components as it would require some type of craniotomy to remove. It was also noted that the patient has been getting great results from therapy. The patient's indication for implant is essential tremor and movement disorders.

Event description:
Additional information received from the manufacturer representative (rep) reported that the initial issue was possible skin cancer near the lead-extension connection or a fistula. No tests were performed; it was just the removal surgery. The surgeon would leave the lead in place and did not want to risk causing a bleed. The cause of the issue was not determined and the lead seemed to be stuck at the tip in the brain. The products were not saved, so would not be returned.

Event description:
Additional information received from the rep reported that the patient has some hemiparesis, which the hcp believes will resolve completely. It was stated that this is seen in the patient's gait but is improving.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.